Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2025, product type catheter product ID (B)(4), serial# (B)(6), implanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6), ubd: 17-mar-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal morphine (unknown) 3.0mg/ml at 0.3mg/day via an implantable pump for non-malignant pain. The patient reported that they had a magnetic resonance imaging (MRI) and became unresponsive during the MRI. Patient stated that medtronic had to come into the intensive care unit (ICU) to make sure the pump was back on and check it a couple times. Patient mentioned that they were on a vent for 4-5 days. Patient stated the pump was sticking out from their stomach. Patient also stated they had a seroma that had harden. Patient thought needed the medication decreased. Patient was looking for further information. However patient had to end the call as they were getting a call from their neurosurgeon. Patient would call back when they are available. Additional information was received from the healthcare provider (hcp) via the company representative (rep) reported that the hcp moved pump pocket from right abdomen to right flank today due to pump flipping and patient being adamant about wanting it in her back instead. The company rep stated, "no medtronic product issues, patient anatomy and request". The hcp successfully aspirated the catheter and the hcp found that the purse string suture had broken so he also replaced that today to solve a cerebrospinal fluid (csf) leak. The hcp left the original spinal section in place and just added the new pump segment when moving the pump to the new pocket location. The issue resolved at the time of this report. Additional information was received from the healthcare provider (hcp) via the company representative (rep) reported that the cause of the patient going unresponsive during magnetic resonance imaging (MRI) and going to the intensive care unit (ICU) was not determined.

Event description:
Additional information was received from a patient via a manufacturer's representative (rep) that the patient is very happy with their new pump placement and it's a "night and day" difference from the previous pump placement. The patient has not had any issues since the revision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.